Event description:
Ventilator stopped dworking and activated apnea/low pressure alarm. Ventilator failure message "6" appeared & ventilator wsould not function. The ventilator failure "13" appeared. Machine taken out of service. Ohmeda service representative could not duplicate failure. Subsequent performance testing could not duplicate failureinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.